Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the journal of foot and ankle surgery titled ¿satisfactory patient reported outcomes at five years following primary repair with suture tape augmentation for anterior talofibular ligament injury¿. The study reviewed sixty-eight (68) patients who underwent foot and ankle procedures using arthrex fibertak devices. Five (5) patients were documented to have had reintervention resulting in additional surgery during the five (5) year follow-up period. Ref: mcmillan (2025),¿satisfactory patient reported outcomes at five years following primary repair with suture tape augmentation for anterior talofibular ligament injury.¿

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.